Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/5/2018. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The patient¿s breast prosthesis was submitted with a complaint of capsular contracture. The product evaluation team discovered a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 6/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round high profile 575cc saline prosthesis, catalog: 3503500, serial number: (B)(4), lot: 5743580. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 575cc saline prostheses. Deflation on the left breast prosthesis and capsular contracture baker grade iii were diagnosed post procedure through a physical examination on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 650cc gel prostheses on (B)(6) 2018. This report is for the right breast prosthesis.